Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The customer stated she changed her infusion set three times, changed insulin and her blood glucose started rising. Customer stated after she put in her third set, before bed she was 140 mg/dl, then in the morning she was 420 mg/dl. Customer treated with a shot of insulin, but this has been going on for a couple of days now. Customer tried a new insulin bottle, but the same issue occurred. The customer reported the following symptoms; nausea and headaches. Customer treated with manual injections. Customer removed set and noticed a bent cannula. Explained to customer a bent cannula may interfere with the amount of insulin delivered. Customer declined to continue with troubleshooting. Customer declined to continue wearing any infusion sets from the same lot at this point, she does not feel comfortable. Advised customer the device will be replaced. The customer's current blood glucose was 207mg/dl.